Event description:
Device was returned for repair only. Upon receipt it was noted that lower jaw was broken off and missing. Contact with hosp determined that device had broken during use in grasping bone. Piece was retrieved without injury to the pt or delay to the procedure.